Event description:
A physician reported that the cutter probe could not cut during surgery. The surgery was completed on the same day after replacing the product with another one. The procedure type was unknown. There was patient contact with the suspect product, but there was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).